Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during testing, it was observed that the battery compartment was cracked and the display screen was dim and discolored. Unrelated to these issues, the bolus button cover was damaged but the button was able to respond properly to presses and there pump casing had two cracks between the case seal and the keypad cover and between the case seal and the display lens corner. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2016.